Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 409 mg/dl. The customer treated with bolus. Troubleshooting was performed. The insulin pump alarmed no delivery. The customer was assisted with 5.0 unit fixed prime and insulin exited. The customer reported cannula to appear not bent. The product was not returned for analysis.